Event description:
A report was received that the patient will undergo an ipg explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient felt hot around the ipg. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg explant procedure for an unknown reason.